Manufacturer narrative:
The most likely cause of the open circuit impedance errors is damage to either the lead itself or to the connector between the lead and the implantable pulse generator. There are no reports of any events leading up to the change in therapy that are likely to have caused or contributed to damage to the implanted components. The explanted device was not retained for return to the firm and thus the location and cause of the errors is unable to be conclusively determined.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and the system was activated on (B)(6) 2024. In (B)(6) 2025 the patient was seen for a reprogramming due to reduced efficacy, and the system returned open circuit impedance errors. Reprogramming was completed and no further interventions were requested at that time. In (B)(6) 2025 the firm was notified that the patient was planning to undergo an MRI scan and would require surgical intervention due to the presence of impedance errors within the nalu system. On (B)(6) 2025 a full system explant took place.